Event description:
It was reported to boston scientific corporation in 2005, that rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure (patient gender, age and weight are unknown). According to the complaint the first rx dilatation balloon inflated and deflated successfully but it burst during the second inflation. Then the second balloon was used and but it burst during the second inflation. The procedure was completed without using a third rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon did not leak and dimensions were within expected tolerance. The cause of the reported malfunction is undetermined.